Event description:
It was reported that the deep brain stimulation (dbs) burr-hole cover would not lock the lead in place and would pop-off during the procedure. Several attempts to lock cap in place were made however were unsuccessful. The physician replaced the burr-hole cover with another of the same model and completed the procedure. The patient did well post-operatively.

Manufacturer narrative:
Additional pro code in block d2b nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) burr-hole cover would not lock the lead in place and would pop-off during the procedure. Several attempts to lock cap in place were made however were unsuccessful. The physician replaced the burr-hole cover with another of the same model and completed the procedure. The patient did well post-operatively. It was reported that the deep brain stimulation (dbs) burr-hole cover cap would not lock the lead in place and would pop-off during the procedure.

Manufacturer narrative:
This report is being submitted to correct section b in block b5 describe event or problem.